Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited clogged foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. There was no deviation from instructions for use (IFU) in reprocessing steps. However, the device may not have been reprocessed properly because the user reported leak. No physical damage was found at the locations. The root cause that made the foreign material remain in the subject device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection" and the prevention method in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.